Event description:
During an unknown surgery, reportedly, the physician placed the scope through the trocar and noticed gas leaking. The gas stopcock valve on the trocar was missing. A new trocar was inserted. Upon case completion, the valve was retrieved from patient's abdominal cavity. No pt injury occurred.